Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 37791, serial# unknown; product type recharger product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(6).

Event description:
Telemetry issues were reported. The patient was able to communicate with the patient programmer (pp). The patient was in the office attempting charging for the first time today and they were not able to get any coupling bars on the recharger. The next day a coupling problem was reported. The antenna locate feature was performed during the report, started at 46 and increased to 52. The reporter turned the dial six times and repositioned each time, the highest number found was 52. This resulted in zero coupling. It was confirmed yesterday that the implantable neurostimulator (ins) was not flipped, an x-ray was done. A new antenna was being sent to the patient, no damage to the current antenna reported. No medical or therapy problem was reported. No out of box failure reported. Three days later, it was reported that they are still not able to get any coupling bars when charging with the new antenna. The ins was not implanted deep. There was one incision at the spine and about five inches to the right was the ins. The ins was not implanted straight, but the ins was crooked. The patient was told it would be difficult to charge due to the placement of the ins. The company representative confirmed the cause of the event was determined and it was not device related. The patient had a pocket revision to pos ition the battery for recharging. There was never a lack of effective care and the patient continues to get excellent therapy. Both doctor and patient were satisfied with care and no further follow up was needed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient received a replacement recharger. Instead of the patient sending the old recharger back to the device manufacturer, it was given to a company representative.